Event description:
Philips received a complaint by the customer on the v60 indicating that a "o2 device failed" error code was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The customer replaced the oxygen solenoid valve, and the reported issue was resolved. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17789.